Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 1000 mg/dl. At the time of the call, the insulin pump was giving an alarm that customer was unable to clear. The customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.